Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported pericardial effusion (pe) occurred. The procedure was aborted. A concomitant procedure where a left atrial appendage (laa) closure procedure and a pulse field ablation (pfa) were being performed, a versacross steerable access solution kit was selected for use. Transesophageal echocardiogram (tee) imaging was utilized. A pre-procedure effusion was noted on imaging but location and size are unknown. Heparin was given for anticoagulation intraprocedure. The transseptal puncture (tsp) was completed. The pfa was performed using farapulse pfa system. Subsequently the laa closure procedure was performed, and a watchman fxd double curve access system (was) was inserted and positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed, yet the physician was not confident in positioning of the device, so it was recaptured and removed. Hypotension was noted while the physician exchanged the was for a watchman fxd single curve access system. The pe was analyzed, and it did not grow in size. Protamine was given to reverse the heparin, and a transthoracic echocardiogram (tte) was performed which noted the pe did not grow in size. The patient remained stable, it was hospitalized and discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). No issues/difficulties noted during tsp. Physician is not sure what cause the complication. Act was therapeutic.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of pericardial effusion was confirmed based on the media provided. However, the hypotension cannot be confirmed based on the media provided. Additionally, a correction to the initial MDR in block outcomes attrib to adv event (b2), in section b - adverse event/product prob.

Event description:
It was reported pericardial effusion (pe) occurred. The procedure was aborted. A concomitant procedure where a left atrial appendage (laa) closure procedure and a pulse field ablation (pfa) were being performed, a versacross steerable access solution kit was selected for use. Transesophageal echocardiogram (tee) imaging was utilized. A pre-procedure effusion was noted on imaging but location and size are unknown. Heparin was given for anticoagulation intraprocedure. The transseptal puncture (tsp) was completed. The pfa was performed using farapulse pfa system. Subsequently the laa closure procedure was performed, and a watchman fxd double curve access system (was) was inserted and positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed, yet the physician was not confident in positioning of the device, so it was recaptured and removed. Hypotension was noted while the physician exchanged the was for a watchman fxd single curve access system. The pe was analyzed, and it did not grow in size. Protamine was given to reverse the heparin, and a transthoracic echocardiogram (tte) was performed which noted the pe did not grow in size. The patient remained stable, it was hospitalized and discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). No issues/difficulties noted during tsp. Physician is not sure what cause the complication. Act was therapeutic.